Event description:
Information received from the field does not address the patient's clinical status but notes that interrogation of teh device revealed <200 ohms impedance. After new leads were placed, the device still exhibited <200 ohms impedance. When a new pulse generator was implanted, impedances were within normal range.